Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error alarm. The customer¿s blood glucose level was 138 mg/dl at the time of the incident. Customer reports they were able to clear the alarms. Customer was able to rewind the pump and also assisted with displacement test and it was passed. The insulin pump will not be returned for analysis.